Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid lead on the pd catheter during their pd treatment. The patient reported receiving an air detected in cassette alarm during fill 5 of 5 of treatment and the treatment was cancelled. It is unknown at which point in therapy the leak may have begun. The cause of the leak was the patient line became disconnected from the pd catheter. Fluid did not come in contact with cycler. The patient was advised to follow up with their peritoneal dialysis nurse (pdrn) immediately. Upon follow up, the patient confirmed the reported fluid lead event between the pd catheter (non-fresenius product) and patient line and that there were no fluid leaks near the solution bag. The patient stated that per the clinic's procedure the patient was prescribed prophylactic antibiotics, (several vials type/dose unknown, intraperitoneal, one time for 6 hours). The patient confirmed that despite the prophylactic antibiotics, there were no symptoms, adverse events, or injuries requiring medical intervention required as a result of the reported event. The patient is trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed, and stated being able to complete a stat drain in the absence of the cycler. The patient is continuing with peritoneal dialysis on the original cycler without issue and without recurrence ot the reported event. The patient confirmed that the cycler set was discarded and not available to be returned to the manufacturer for physical evaluation. The manufacturer of the catheter, and further product information, is unknown. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).